Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. Reportedly, the stricture was so tight that the wallflex stent was no able to fully open once deployed. The stent was removed using rat tooth forceps, and a shorter stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of the stent was removed using rat tooth forceps.